Event description:
Upon completing the valve procedure, the patient was taken off pump and blood accumulation within the pericardium was noted - blood was flowing from a tear on the left atrium wall along the edge of the fastener placement between the fastener elbow and the mid-section of the fastener. Surgeon put the patient back on pump, ligated the laa and fastener and closed the excision site using suture. There was no patient injury noted post procedure. Not following IFU is a root cause of fastener didn't connect. The surgeon pulled the 2nd trigger prior to verifying the trigger 1 green indicator was present (only half of the fastener deployed).

Manufacturer narrative:
Health hazard evaluation (hhe) was completed.